Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, several items were noticed not working properly. The evaluation was that the stryker valve was damaged, the motor gets hot, there is a hole in the hose, the fuse locking mechanism was defective, the angle piece had a little bit of a play and there was vibration. All was attributed to excessive handling, device was inspected and repaired.

Event description:
Device was returned for service. During service, technician found the safety locking mechanism defective, the motor was heating, the hose had a hole and loud vibrations. This is 1 of 1 report for event # (B)(4).